Manufacturer narrative:
A visual examination of the returned device found the clip detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened; however, the clip assembly was able to be deployed, two clicks were heard. The over sheath assembly was not returned and a kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. Most likely, anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014 according to the complainant, during the procedure, the clip was able to grasp and lock on to tissue, however, it failed to release from the catheter. Reportedly, patient¿s anatomy was not tortuous. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014 according to the complainant, during the procedure, the clip was able to grasp and lock on to tissue, however, it failed to release from the catheter. Reportedly, patient¿s anatomy was not tortuous. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.